Event description:
Caller (inventory manager of a medical clinic) reported being unable to test a patient's blood glucose due to the adc blood glucose meter turning on with button press but not with test strip insertion. Caller further reported the patient experienced symptoms suggestive of hypoglycemia like sweating, and feeling very weak, and also suffered a loss of consciousness. A nurse at the medical clinic administered the patient with dextrose and called the paramedics. Paramedics arrived and transported the patient to a local hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. In addition, although no physical investigation has been performed, data analysis for this product and issue has been reviewed. Review showed no adverse trends have been identified. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.